Event description:
It was reported that the pt could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. The pt lost therapeutic effect in early (B)(6) 2011. The pt was a regular ham radio user and a cardioversion in (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient received assistance from his hcp or medtronic representative on (B)(6) 2011, and the patient's concerns were resolved.

Manufacturer narrative:
(B)(4).